Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, screen not displayed at start-up occurred due to faulty printed-circuit board. The cause of the faulty bi board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the device powered on but the device showed a black screen due to a faulty printed circuit board, which is also a reportable malfunction. The faulty circuit board also caused the device to not respond to key presses. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the high definition lcd monitor would not power on. The issue was identified during inspection prior to use. The scheduled patient diagnostic bronchoscopy was completed with a similar device. No adverse effects to patient reported.